Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the hub, inflation lumen, and balloon. The balloon was loosely folded. Microscopic examination inspection revealed a 3cm longitudinal tear in the balloon wall from the midsection to the distal balloon cone. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel of the left forearm. The 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation and was inflated twice at 14 atmospheres. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel of the left forearm. The 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation and was inflated twice at 14 atmospheres. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.